Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02032; 3005168196-2018-02034; 3005168196-2018-02035.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod packing coils (podjs). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. Then, the physician felt resistance advancing a ruby coil and three podjs through extremely tortuous anatomy; therefore, they were removed. The physician completed the procedure using ruby coils, non-penumbra coils, embolization plugs, and a non-penumbra microcatheter. It was reported that the patient had tortuous anatomy, and the physician did not us an rhv or maintain continuous flush. There was no report of an adverse effect to the patient.